Event description:
Received via (B)(4). During artificial cervical disk replacement surgery the surgeon was using the kerrison rongeur and the tip broke off inside the patient's neck. It was identified inside the patient's neck and removed prior to the completion of the surgery. Additional information: the piece was removed under direct visualization. Removal of piece was confirmed via imaging. Facility no longer has the piece; reporter believes that it was returned with the device when the device was sent to the risk manager in february. There was no patient injury associated with the device breakage. Tip was removed during a scheduled surgical procedure (anterior cervical c5-6 discetomy, c6 nerve root decompression and insertion of mobi-c 5mm height prosthesis). The case was not prolonged.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: devices were not returned for evaluation. A review of manufacturing records is not possible as the device does not require batch management. According to past experience, the reported breakage is related to user error in the form of mechanical overload; however, this can not be confirmed. The current failure rate is within the risk analysis and therefore acceptable; no corrective / preventive action(s) are necessary.